Event description:
Per the clinic, the device was explanted under general anesthesia on (B)(6) 2025 due to an infection following a head injury. The patient was treated with oral and IV antibiotics (specific date and duration not reported). The patient also underwent a procedure to drain an abscess on (B)(6) 2025.